Event description:
Information received from a consumer reported that the patient had a power on reset (por) error code displayed on both the programmer and recharger. The consumer reported that the patient had a CT scan, for reasons unrelated to the device or therapy, about a week and a half prior to the date of this report. The consumer stated that the patient had been using their programmer since to turn stimulation on and off. Troubleshooting steps were performed during the call and the issue was resolved. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.